Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the vad coordinator tried to disconnect the driveline, to withdraw support due to the patient experiencing complications from lung cancer, the door was stuck and would not open. The vad coordinator jiggled the driveline a little, but it still did not open. No dirt was found and it was not sticky. The vad coordinator pried the door off with a screwdriver in order to access the red button. The vad coordinator reported that the patient's expiration was not device or therapy related.

Manufacturer narrative:
Device evaluation: visual inspection of the returned system controller revealed that the driveline connector safety tab was broken off due to the locking mechanism being stuck, according to information provided by the vad coordinator. The returned system controller was tested and found to function as intended. The manufacturer implemented hardware changes to the bulkhead assembly to address the reported issue. The returned system controller was manufactured prior to the implementation of the hardware change. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.